Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that another company's stent was deployed and a voyager was used for post-dilatation. While removing the bmw guide wire, the guide wire became caught on the edge of the stent causing the guide wire to fracture. An attempt was made to remove the fractured bmw with a snare, but failed. A microcatheter was used to successfully retrieve the fractured guide wire. No additional event or pt info is available.